Event description:
It was reported that prior to starting a da vinci surgical procedure, the jaws would not close on the pk dissecting forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument passed the intuitive motion test on an in-house system. Failure analysis investigation also found that the instrument's conductor wires were intact and undamaged; however, the pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found.